Event description:
It was reported that during an unk procedure, an error code was received during pre run testing. The handpiece was replaced and the case was completed without any pt consequence.

Manufacturer narrative:
Torn isolator and moisture ingress. H3. Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further info is warranted.